Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was exhibiting error 1870 which the end user was unable to resolve. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).